Manufacturer narrative:
The device was returned and evaluated. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause of this event could not be determined.

Event description:
It was reported that approximately three months after implantation of an intraocular lens (iol) into the right eye (od), the patient complained of symptoms consistent with negative dysphotopsia. The patient did not notice a decrease in vision. Approximately 10 weeks after the onset of symptoms, the lens was exchanged with a different model iol. Patient outcome is good.